Event description:
It was reported that the patient's right atrial lead exhibited over-sensing of noise resulted in inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.